Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a transmission from the emergency room, a patient presented with t-wave oversensing on their implantable cardioverter defibrillator (ICD). During a follow up, programming changes were made that seemed to resolve the issue. The patient was stable.